Manufacturer narrative:
(B)(4). The hospital biomed staff evaluated the device and observed that a pin in the defibrillation therapy cable assembly had broken off and was missing. The customer advised that the cable was replaced to resolve this issue. Thereafter, proper device operation was observed and the device was returned to use. The removed defibrillation therapy cable assembly was not returned to physio-control for evaluation. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that during testing, their device was unable to detect the connection of the defibrillation therapy cable. The customer advised that the device prompted them to ¿connect cable¿. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use for the reported event.

Manufacturer narrative:
The therapy cable assembly was returned to physio-control for further evaluation. Physio observed that the cable was physically damaged. Pin 1 had broken off which prevented the cable from being recognized by the customer's device. The device used during the reported event was not returned to physio-control for evaluation.

Event description:
The customer contacted physio-control to report that during testing, their device was unable to detect the connection of the defibrillation therapy cable. The customer advised that the device prompted them to ¿connect cable¿. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use for the reported event.

Manufacturer narrative:
The therapy cable assembly was returned to physio-control for further evaluation. Physio observed that the cable was physically damaged. Pin 1 had broken off which prevented the cable from being recognized by the customer's device. The device used during the reported event was not returned to physio-control for evaluation.

Event description:
The customer contacted physio-control to report that during testing, their device was unable to detect the connection of the defibrillation therapy cable. The customer advised that the device prompted them to ¿connect cable¿. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use for the reported event.